Event description:
It was reported that during a coronary stent procedure of a svg, the physician experienced inflation and removal difficulties. A stent had been previously placed in the proximal segment of the svg. The physician was attempting to place the express2 distally to the first stent. The balloon was inflated to approximately 3 atm's when it was noted that there was no contrast present. The physician then pulled negative and re-prepped the prepped the catheter. The balloon was than inflated to approximately 3-4 atm's and still no contrast was present. The physician elected to remove the delivery/stent device, however; some resistance was encountered during removal. The delivery/stent device was brought back as far as the guide catheter and resistance was encountered again. The physician then elected to remove the entire system. During system removal the stent dislodged. No attempt was made at retrieval and the undeployed stent remains in the pt. Pt status is listed as "okay".